Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock. The patient went into a ventricular tachycardia (vt) episode but their rhythm broke, and the charge diverted. The patient went into a vt episode again, and the rhythm broke again before the charge completed. The patient went into a vt episode for a third time, but their rhythm broke again; however, a shock was delivered. The health care professional (hcp) questioned why the patient got shocked. Technical services (ts) explained the device cannot have two diverts in a row and recommended reprogramming options. This device was reprogrammed and it was noted medication would be addressed with the patient. This crt-d remains in service and no additional adverse patient effects were reported.